Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 application screen became frozen. Reportedly, there were several other applications open on the phone using the phones memory. The patient had to turn off the phone, restart it, and close other applications. This resolved the issue and the g5 application is working without issues. No additional event or patient information is available.